Manufacturer narrative:
The iol was returned for analysis and the reported complaint was observed. Iol returned adhered to the delivery system blister tray along with a non company nozzle. Solution is dried on both surfaces of the optic and haptics. One haptic is adhered to the optic surface in a folded position, the other haptic is intact. The optic is scratched/marked-rejectable. No device returned. We are unable to determine the root cause for the reported complaint "scratch was found at the iol". Only the iol was returned for analysis. The device was not returned. As a result, we are unable to conduct a comprehensive investigation to determine the root cause of the reported complaint. The reported complaint is lacking in relevant information such as viscoelastic used to complete a thorough investigation. Due to the lack of information and lack of company device, we are unable to verify if the product contributed to the event. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed a scratch was found at the iol after insertion. The surgery was completed after replacing the product with another one. Additional information has been requested.